Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v779379, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported the patient did not have stimulation. It was noted there was a power on reset (por) reported and the patient was unable to adjust stimulation. It was also noted there was a 'call you doctor' icon. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional information received stated that the patient received assistance from their doctor or representative on (B)(6) 2013, and their concerns were resolved. The patient also stated that they were still having concerns regarding their device or therapy.